Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced infective therapy. System diagnostics recorded high impedance on all lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post op.